Event description:
It was reported the pt's scs ipg was explanted and replaced with a model 3788 due to pain at the scs ipg pocket site, the scs ipg being superficial and increased recharge burden. Additionally, the new scs ipg was placed at a new pocket site. The issue resolved with the surgical intervention. Also, per the physician, the original scs ipg was functioning properly.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.